Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the available information, the reported difficult or delayed positioning (leaflet grasping) and single leaflet device attachment appear to have been results of challenging patient anatomy. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances, as two additional clips were implanted to stabilize the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to inserting the device, it was noted the patient had a short posterior leaflet. An ntw clip was inserted, but the leaflets were difficult to grasp. After multiple grasping attempts, the leaflets were successfully grasped; therefore, the clip was deployed. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, two additional clips were implanted. One on the medial side and the other on the lateral side, reduced to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.